Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer powered off the station and inspected matrix drawer 6, where the fse found that the pyxis bus cable had been pinched between the drawer and had a visible cut. The fse replaced the damaged cable, after which the fse powered the station back on and confirmed proper operation. The customer tested the drawer and verified that it was working perfectly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had no power. Customer mentioned recently they tried to recover storage space, but after that the pyxis go through automatic reboot. The station was not turning on at all, even after changed the power outlet and unplug and plugged it back. The station was offline in remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.